Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet entered bg run mode after the user left the device at home, and upon return the ilet displayed ¿high¿ while the user was wearing a dexcom g7; the agent verified the g7 pairing code, toggled cgm selection from g7 to g6 and back, and re-entered the pairing code, after which the ilet re-paired. The user¿s fingerstick glucose was 376 mg/dl, high glucose persisted about three hours, and the user had eaten without dosing insulin while away from the ilet. Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included troubleshooting and education on device operation and adherence to the healthcare team¿s dosing plan. Investigation of this case revealed that the device functioned and re-established cgm pairing as designed, and the event was consistent with hyperglycemia due to missed insulin dosing when the ilet was not in use; no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically missed insulin administration while off the system, wase the cause.